Event description:
Legal papers state the plaintiff alleges received a left knee implant in 1997 and due to alleged premature deterioration a revision was performed in 2001. Product info was not provided.